Manufacturer narrative:
(B)(4) showed no significant anomalies and passed final functional testing. Good, stable output was observed on all electrode pairs when received. The telemetry was determined to be acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0qwh2, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced pain at the implantable pulse generator (ipg)/implantable neurostimulator (ins) site and wished to have it removed. The device was surgically explanted and the issue was resolved at the time of the report. No further complications were reported/anticipated. Additional information was received from a manufacturer representative. The ins and lead were returned for analysis. No further complications were reported/anticipated.